Manufacturer narrative:
Referring to the product inquiry the long nail kit r2.0, ti, left gamma3® ø11x420mm x 125° is stated to be the product in question. No other associated products were reported. Review of the manufacturing documents revealed no discrepancies; the DHR contains a copy of the label set (label for packaging and patient record label). All labels indicate end of shelf life by (end of) august 2015. In the case presented a long nail kit r2.0, ti, right gamma3® was implanted whose sterilization date was exceeded by 17 days (expiration date: 08/31/2015; date of implantation: (B)(6) 2015). Real aging tests performed with stryker implants in 2007 reveal that there is a safety tolerance; implants with exceeded expiry date were checked more than 1 year overdue and considered still sterile subsequently. Thus, in this specific case of exceeded expiry date by 17 days a risk for the patient is not to be expected. Nevertheless, the expiry date of the reported nail kit should have been noticed prior to surgery as it is always to be noticed on the label; according to the sales rep the implant was hospital owned at the time of implantation. Evaluation revealed evidence that the event is not linked to a deficiency of the device but is rather related to misuse; the root cause of the event is in the field of responsibility of the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No nonconformity was identified.

Event description:
On (B)(6) hospital an expired gamma nail was implanted into a patient. The implant was hospital owned at the time of implantation. The expired nail was then implanted into the femur of the patient per the gamma surgical protocol. After nail was implanted the circulating nurse stopped the surgery and announced that the implant had an expiration date of 2015, 08. The hospital operating room director was informed and the surgeon was made aware of the situation. Rep went to another hospital and retrieved a replacement gamma nail of the same size to re-implant and replace the expired implant, this took approximately 10 minutes. The choice was made by the operating room director of the hospital and the surgeon dr. To keep the expired implant as it was. Reason is that the patient was very ill and it was decided that the removal and re-implanting of the new nail would be too much for the patient. Therefore the implant remained in the patient and the surgery was completed.

Manufacturer narrative:
Referring to the product inquiry the long nail kit r2.0, ti, left gamma3® ø11x420mm x 125° is stated to be the product in question. No other associated products were reported. Review of the manufacturing documents revealed no discrepancies; the DHR contains a copy of the label set (label for packaging and patient record label). All labels indicate end of shelf life by (end of) august 2015. In the case presented a long nail kit r2.0, ti, right gamma3® was implanted whose sterilization date was exceeded by 17 days (expiration date: 08/31/2015; date of implantation: (B)(6) 2015). Real aging tests performed with stryker implants in 2007 reveal that there is a safety tolerance; implants with exceeded expiry date were checked more than 1 year overdue and considered still sterile subsequently. Thus, in this specific case of exceeded expiry date by 17 days a risk for the patient is not to be expected. Nevertheless, the expiry date of the reported nail kit should have been noticed prior to surgery as it is always to be noticed on the label; according to the sales rep the implant was hospital-owned at the time of implantation. Evaluation revealed evidence that the event is not linked to a deficiency of the device but is rather related to misuse; the root cause of the event is in the field of responsibility of the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
On (B)(6) an expired gamma nail was implanted into a patient. The implant was hospital owned at the time of implantation. The expired nail was then implanted into the femur of the patient per the gamma surgical protocol. After nail was implanted the circulating nurse stopped the surgery and announced that the implant had an expiration date of 2015, 08. The hospital or director was informed and the surgeon was made aware of the situation. Rep went to another hospital and retrieved a replacement gamma nail of the same size to re-implant and replace the expired implant, this took approximately 10 minutes. The choice was made by the or director of the hospital and the surgeon dr. To keep the expired implant as it was. Reason is that the patient was very ill and it was decided that the removal and re-implanting of the new nail would be too much for the patient. Therefore the implant remained in the patient and the surgery was completed.